Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left main artery that is 80% stenosed. The lesion was pre-dilated with a non-compliant balloon and then the 4.0x15mm xience prime was deployed. Post dilatation with a non-compliant balloon revealed a distal edge dissection. The dissection was covered with a 3.5x23mm xience prime. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.